Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. There was difficulty obtaining a good image of the entire appendage due to the large anatomy size and the patient being in sinus rhythm with a high left atrial pressure. After several attempts, adequate echocardiogram imaging was attained and procedure continued. The pigtail was removed and the 33mm device was inserted. The sheath was filled with contrast prior to lining up the distal marker bands. Small amount of contrast was noted within the pericardial space and the device was deployed with release criteria met. A very minor effusion was noted but not enough to perform pericardiocentesis. The patient was administered protamine and taken to intensive care unit (ICU). Several hours later, the patients blood pressure (bp) started to drop and pericardiocentesis was performed with 50ml of fluid removed and drain was left in place. The patient remained stable and was able to have the drain removed and be discharged the following day.